Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 - initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and drive cable were twisted, but the tip was in good condition. There were several wind-ups along the drive cable, and the drive and coax cables were broken. The drive cable was stretched, and the sheath was kinked and detached. It is unknown whether the returned guidewire is a boston scientific device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the proximal and mid left anterior descending artery. The opticross imaging catheter was selected for an ultrasound examination of the target lesion, but the catheter tip kept spinning as soon as the motor was connected for testing. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device was returned entangled with a guidewire, and the imaging window and drive cable were twisted.